Event description:
(B)(4) - it was reported that 7 days after implantation of a 3.0x20 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending (lad) artery. No info was reported on pre-intervention stenosis. After pre-dilation with a 3.0x15 mm maverick balloon, a 3.0x20 mm taxus stent was deployed in the lesion. No info was reported concerning post-intervention residual stenosis. The pt received heparin, intra-coronary nitroglycerin, and integrilin during the procedure. No info concerning vessel calcification or tortuosity was reported. No info was reported concerning pt complications. The pt presented 7 days after the initial procedure with an in-stent restenosis in the lad. After balloon dilation, two 3.0x16 mm taxus express2 stents were deployed in the proximal and mid lad. No info was reported concerning post-intervention stenosis. No info was reported concerning pt complications.

Event description:
Tap - it was reported that 7 days after implantation of a 3.0x20 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending (lad) artery. No info was reported on pre-intervention stenosis. After pre-dilation with a 3.0x15 mm maverick balloon, a 3.0x20 mm taxus stent was deployed in the lesion. No info was reported concerning post-intervention residual stenosis. The pt received heparin, intra-coronary nitroglycerin, and integrilin during the procedure. No info concerning vessel calcification or tortuosity was reported. No info was reported concerning pt complications. The pt presented 7 days after the initial procedure with an in-stent restenosis in the lad. After balloon dilation, two 3.0x16 mm taxus express2 stents were deployed in the proximal and mid lad. No info was reported concerning post-intervention stenosis. No info was reported concerning pt complications.